Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a bronchoscopy procedure with stent placement during (B)(6) 2011. According to the complainant, the patient had a stricture within the bronchus due to a malignant tumor. The patient anatomy was not noted to be tortuous and the stricture was not dilated prior to stent placement. During the procedure, the physician encountered resistance when withdrawing the deployment suture to release the stent. The nurse stated that the suture seemed to "catch" and did not pull smoothly. The physician exerted additional force to release the stent and the delivery catheter buckled. Due to this, the stent was released in an incorrect location. The stent was removed from the patient with retrieval forceps. The procedure was completed with another ultraflex tracheobronchial stent system. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
Although the exact patient age is unknown, the patient was reported to be over 18 years of age. Although the exact event date is unknown, the procedure was reported to have been performed during (B)(6) 2011. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a bronchoscopy procedure with stent placement during (B)(6) 2011. According to the complainant, the patient had a stricture within the bronchus due to a malignant tumor. The patient anatomy was not noted to be tortuous and the stricture was not dilated prior to stent placement. During the procedure, the physician encountered resistance when withdrawing the deployment suture to release the stent. The nurse stated that the suture seemed to "catch" and did not pull smoothly. The physician exerted additional force to release the stent and the delivery catheter buckled. Due to this, the stent was released in an incorrect location. The stent was removed from the patient with retrieval forceps. The procedure was completed with another ultraflex tracheobronchial stent system. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
A visual examination of the returned device found that the stent had been fully deployed from the delivery system. No issues were noted with the profile of the deployed stent. It was noted that the shaft of the device was kinked at approximately 110mm proximal to the distal tip. The proximal silastic tubing had detached from the device and was not returned. In addition, the distal silastic tubing had moved just proximal to the distal tip and was overturned on itself. No other issues were noted with the returned device. The device analysis determined that the condition of the returned device was consistent with the complaint incident. A review of the device history record (DHR) confirmed that this device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The performance of the device was likely limited due to anatomical/procedural factors encountered during the procedure. Therefore, the most probable root cause classification is operational context.